Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 1 on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to close all clamps and transfer set, and then cycle power off and on. System error 2367 alarm occurred. The tsr assisted the hp to cycle power off and on again to get to 'press go to start'. The tsr explained the alarms. The hp stated they he did not disconnect. The hp stated the spare lines clamp was closed. The tsr advised the hp to reset up again. The tsr advised the hp to discard all supplies and report the alarms to their peritoneal dialysis nurse in the morning. The hp will finish therapy with manuals. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown, therefore, no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). (Initial submission indicated an evaluation could not be performed). The sample was returned, and an evaluation was performed. This report for a system error (se) 2240 (air in set) was not confirmed. The root cause was undetermined. This issue is being investigated through CAPA.